Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient passed away on an unspecified date. It was noted that the unorthodox technique of placing the pump catheter tip in the cervical area of the spine and the prescription of large amounts of oral opioid pain medications while the patient was being treated with intrathecal pain medications could have been contributing factors in the death.